Event description:
According to the available information, during virgin ipp implantation, there was a suture needle perforation on the right side of the implant, which then caused the system to remove and replace that cylinder with a different lot.

Manufacturer narrative:
Titan touch pump and cylinders 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 2. The information received indicated the device had a needle perforation, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, during virgin ipp implantation, there was a suture needle perforation on the right side of the implant, which then caused the system to remove and replace that cylinder with a different lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.